Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, the procedure was to treat an eccentric, longer than 20 mm lesion in the left anterior descending (lad) coronary artery with mild tortuosity, and moderate calcification. The lesion was confirmed with intravascular ultrasound (ivus) and lesion modification was performed with a cutting balloon. Then a 2.5x33 mm and 3.0x15 mm xience skypoint stent were implanted. The 3.0x15 mm xience skypoint stent was in the most proximal position. The stents were post dilated and the procedure was successful with no complications. After the initial procedure, there were no abnormalities after the 12 month follow up on (B)(6) 2023. After the follow up, there was a complaint of chest pain. After an examination on (B)(6) 2023 there was a 75-90% stenosis in the area proximal to the two previously implanted stents. Revascularization was performed by pre-dilating the lesion and then implanting a 3.0x23 mm xience skypoint stent, followed by post dilatation. The patient was compliant with dual antiplatelet therapy medications following the initial procedure, and they were discontinued per protocol at the 1 month follow up. Following the second procedure, prasugrel and aspirin were resumed. No additional information was provided.